Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: the protective sleeve fell off, leaving the blade exposed. The trocar was removed and the pt is in good condition. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss and there was a 30-40 minutes delay.